Event description:
The patient reported developing infections at multiple pod insertion sites (abdomen and arms) while wearing several pods. The patient stated an "allergy to latex" and reported that the infusion sites developed hard, red, irritated bumps and ¿pus pockets.¿ a medical visit with a healthcare provider occurred on january 27, 2026, during which an infection of the pod site was diagnosed. As treatment, the patient was prescribed with doxycycline 100 mg during the visit. According to the patient, the issue has not yet resolved. The patient was advised to follow up with the healthcare provider for additional care and was provided with additional resources to help address the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.